Event description:
It was reported that during the pulse generator check the programmer screen "froze" and was unresponsive to touch commands. Some intermittent sensing of the intrinsic rhythm was seen, but pace markers were noted with no corresponding ventricular capture/paced rhythm. At this time the patient was aware of the bradycardia (less than 40 beats per minute) and had no paced output. The patient was given temporary pacing until a new pulse generator was implanted.

Manufacturer narrative:
Final analysis found that the device exhibited loss of out- put due to corruption of the ventricular charge pump. The ventricular charge pump was turned off, resulting in loss of ventricular output. Corruption is possible by known external events (alpha particles, cosmic rays, radiation) as well as by device system events (a series of timing interactions between the hardware, firmware and programmer sorftware). As received, the device was in vvir mode with loss of output. When programmed to ddd mode, normal device function ensued.